Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a patient that had experienced a myocardial infarction 10 days prior to the procedure. The lesion was located in the mid left anterior descending artery. After pre-dilatation was performed the delivery system was introduced to the lesion. Inflation was attempted up to 14 atmospheres, four times in a row (during 9-10 minutes); however, the balloon failed to inflate. The delivery system was retracted from the vessel and a drug eluting stent was able to be deployed successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.